Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the defibrillation conductor was fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), outer tubing overlay cosmetic environmental stress cracking, the outer insulation was torn and the outer tubing overlay was breached cut.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Event description:
It was reported that the right ventricular lead had high pacing and superior vena cava impedances and the patient received inappropriate shocks. It was later reported that the lead had an apparent fracture. The lead was removed and replaced. No further patient complications have been reported as a result of this event.